Manufacturer narrative:
Type of investigation not yet determined acquiring additional information on the status of unit. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
. Testing of actual/suspected device (10/213) a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. However, the fse checked the helium tank that was in the unit when the low helium message came up and still had 117 psi in it, then checked the filling of the internal helium tank and all was good. The fse then removed the cover and checked all internal hoses and connections, there was no leaking found. After putting the unit back together, the fse ran the unit on a test balloon for 30 minutes with no issues. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
N/a